Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 365mg/dl which was treated with bolus of 10 units and customer alleged that insulin pump was under delivering. Customer states that pulling out of tubing causes under delivery. Customer states that they had stomach hurting but not vomiting. Customer reports insulin exited at the qr. Insulin pump will not be return for analysis.